Event description:
It was reported that an ilet insulin pump would not charge with multiple chargers, including the provided replacement charger and a third-party cell phone charger, and the screen was not usable; the user transitioned to backup therapy and continued cgm via dexcom app or receiver. Symptoms included none reported. Outcomes included interruption of pump therapy and use of alternative insulin management. Investigation included customer support troubleshooting, verification of accessories, and arrangements for device return and replacement. Investigation of this case revealed a device power issue consistent with very low battery and an unresponsive display that persisted across different chargers, suggesting a device-level malfunction rather than an accessory failure. It was concluded that the device experienced a hardware malfunction affecting charging and screen function, with no injury reported.